Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument to perform failure analysis. The instrument was analyzed and found to have curved blade broken at the base. A piece approximately 11.0 mm x 2.1 mm was found to be broken off. The broken piece was not returned with the instrument. Components adjacent to this broken blade did not show damage.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy procedure, a fragment from a blade on the harmonic ace instrument broke off and fell inside the patient. The fragment was retrieved during the same procedure which was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and the event occurred while the surgeon was performing dissection. The instrument was in use for 30 minutes prior to the issue. The broken part of the blade was completely detached from the instrument. No issues were noted with the functionality of the instrument during the surgical procedure. There was no report of any instrument collisions.

Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.